Manufacturer narrative:
(B)(4). Further info from the rptr regarding event, product, or pt details has been requested. The healthcare professional indicated they did not record the lot number of the juvederm device injected. No add'l info is available at this time. The events of inflammation, edema, and "dark circles" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported immediately following injection of the "orbital sulcus" with lidocaine with epinephrine the pt began to bleed profusely and developed an immediate hematoma next to the left cheekbone. The healthcare professional "did not note anything that needed immediate attention" and proceeded to inject juvederm ultra in the "orbital sulcus" using a 27 gauge cannula, afterwards noting "insufficient correction" to the left side after injecting half of the syringe. The pt was advised to sleep on their back and apply ice to the affected area. Six days after injection, the pt developed minor inflammation at the same site the hematoma developed, as well as "dark circles" and edema in the lower eyelids." Pt was prescribed "cephalexin, betamethasone and deltisona b." The reported hematoma has "decreased" and the inflammation "moved out of position" with resulting 50% improvement.